Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, moderate to heavy calcification was observed in the cusp areas of all three (3) leaflets and was confirmed via x-ray. There was a hole, approximately 1.5mm in diameter, at the cusp area of one (1) leaflet; the tissue was torn near this region and there was evidence of visible calcification. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the inflow aspect and at outflow aspect. Host tissue was minimal at both stent inflow and stent outflow and fused two (2) leaflets at their commissure. Incidental findings: the x-ray demonstrated wireform distortion at one (1) commissure. The wireform was exposed at a leaflet on the outflow aspect and the metal band was exposed at all three (3) leaflets at the inflow aspect. These damages are likely due to explant or implant. The clinical report of stenosis could be confirmed as calcification restricted mobility of all three leaflets and lead to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after an implant duration of ten (10) years. The reason for explant was due to re-stenosis. This was replaced with a 27mm pericardial bioprosthesis. The patient was later discharged.